Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.